Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty and dissection occurred. The 80% stenosed lesion was located in a severely tortuous and severely calcified distal left anterior descending (lad) artery. The lesion was predilated with a 2.0x15 mm sprinter balloon. The physician then deployed a taxus express 2 2.5x24mm drug eluting stent at 14 atm's for 10 seconds and 6 atm's for 3-5 seconds. The balloon was deflated without difficulty; however, when the physician attempted to remove the balloon, resistance was met. The delivery balloon was stuck to the stent. The physician was able to remove the balloon with intermittent low pressure inflations. During this time, a non-bsc guide catheter dissected the vessel. The dissection was treated with balloon angioplasty. The taxus express2 stent placement was not affected. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event.